Event description:
It was reported that the patient presented with an alert of high hv impedance which normalized. A few days later, noise and inappropriate shocks were delivered. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to delay in receiving paperwork.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
Only the distal portion of the lead was returned for analysis. Analysis found an internal insulation abrasion between 10.1cm - 10.3cm from the distal tip. The etfe coating was intact at this location. Another internal insulation abrasion was noted at 6.4cm from the distal tip under the rv shock coil ring. The etfe coating on one of the re cables was abraded at this location. The visible re cable could make contact with the rv shock coil and result in the reported noise.